Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple electric shock episodes due to atrial tachycardia (at) with rapid ventricular response (rvr) with high correlation. This ICD undersensed the patient's at, resulting in the ventricular rate to become greater than the atrial rate. This caused this ICD to deliver inappropriate therapy. Technical services (ts) couldn't determine if the undersensing was due low amplitude p waves or cross chamber blanking. Ts recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.